Event description:
It was reported the end user developed reddened skin under the tape border of the skin barrier "several weeks ago". Eventually, the area became open and weepy. The end user sought treatment from an ostomy nurse approximately two weeks ago and was issued a prescription for an antifungal powder (nystop) to apply to the affected area. His symptoms have not resolved through the use of the antifungal powder. The end user reportedly noted some improvement to the affected area when he applied a barrier powder (stomahesive protective powder) prior to the skin barrier application. The end user was provided with additional instructions on the crusting techniques and the use of the barrier powder. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.